Manufacturer narrative:
(B)(4). Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0019772. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on january 22, an accident occurred in the second ward, the extension tube was cracked (near the extension tube seat). The patient was more than 70 years old, and the indwelling time of the indwelling needle was less than 72 hours. The fracture of the extension tube was found during the nurses' daily ward rounds 2021-2-7 received an update from the sales representative, and the event description was updated as follows: the patient's condition was stable. The amino acid drug was infused at that time, which did not affect the body. At that time, the sheet was changed in time and the tube was extubated. The director of the nursing department, said that the nurses dealt with it in a timely manner, and that the patient and family members were still in a stable mood, and no medical intervention was taken. The extension tube was broken at 2-3mm below the y-shaped tube socket.